Event description:
The surgeon inserted a three piece silicone lens model aq2003v. The lens tore upon insertion. When the lens was removed, the incision was enlarged and no suture was needed. There were no other patient injuries.